Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Damage was noted at 36.0 ¿ 38.0 cm from the connector pin breaching between the inner coil and superior vena cava cable lumens. The inner coil was abraded and partially melted at the clavicle crush region. This is consistent with the observation from the field of noise was due to breached insulations consistent with clavicular crush.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced. The patient was in stable condition post-procedure.